Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested.

Event description:
It was reported to philips that the device charged but did not deliver the shock to the patient while in cardiac arrest. On (B)(6) 2018 at 6:04 am, the patient involved was observed on a cardiac monitor to be in ventricular fibrillation (vf) and unresponsive. Cardiopulmonary resuscitation (CPR) was initiated and the device was connected to the patient with pads leads. After the first attempt to deliver the shock failed, CPR resumed and the device was charged but the shock did not get delivered for a second time. The clinicians changed the pads, charged the device, and again the shock did not get delivered for a third time. The clinicians used another device to successfully treat the patient. It was reported that the patient did not experience harm or an adverse patient impact.